Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc performed probe alignment and service method testing on all three servers, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service methods and bottom of cuvette adjustments for reagent probe 1 (r1), reagent probe 2 (r2), sample probe 2 (s2) and reagent probe 4 (r4). The cse replaced the sample probe 3 mixer and performed bottom of cuvette adjustments. The cse replaced r1 vertical belt. The cse ran diagnostic checks and a system check, which passed. The customer ran quality controls, which were within range. The cause of discrepant results for glucose (glu), blood urea nitrogen (bun), creatinine (crea), carbon dioxide (co2), phosphorus (phos), alkaline phosphatase (alpi), magnesium (mg), sodium (na), potassium (k), and chloride (cl) on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discrepant results for glucose (glu), blood urea nitrogen (bun), creatinine (crea), carbon dioxide (co2), phosphorus (phos), alkaline phosphatase (alpi), magnesium (mg), sodium (na), potassium (k), and chloride (cl) were obtained on one patient sample on dimension vista 1500 instrument. The discrepant results were reported to the physician(s). The following day, the patient has another panel run and a delta check flagged on the instrument, indicating results do not match with results previously obtained for the patient. The original sample was repeated on the same instrument, resulting higher for glu, bun, crea, phos, alpi, mg, k and resulting lower for co2, na and cl. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discrepant results.

Manufacturer narrative:
The initial MDR 1226181-2016-00379 was filed on july 26, 2016. Additional information (08/03/2016): a siemens headquarter support center (hsc) reviewed the instrument data and discovered that the sample was processed from a small sample container which is an indicator that limited sample was available from the sample collection. Discordant results were observed for assays across all three servers and the integrated multi-sensor technology module. Hsc did not observe erroneous results with assays for any other samples. Hsc review of glucose data as a representative assay for the sample indicated a reagent blank and sample mix typical of other samples and concluded that a proper reagent delivery and mix occurred for the sample. The hsc concluded that the cause of the event was sample specific due to poor sample quality and the presence of gel, fibrin, microclots, and/or cellular material contained in the plasma portion of the sample impacting proper aspiration and delivery of the sample to the cuvette for multiple assays. The instrument is performing according to specifications. No further evaluation of the device is required.